Manufacturer narrative:
B3: additional information.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one cadd solis vip pump was returned for analysis. The customer's reported problem was confirmed. According to the investigation, the pump was found with faulty downstream occlusion sensor, and upstream occlusion sensor, and bubbled seal which caused the reported problem. Service's replaced the pump faulty downstream occlusion sensor, and upstream occlusion sensor, and bubbled seal, keypad, and overlay. Functional testing and delivery testing were performed, and the pump passed all testing. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a high pressure alarm. There were no adverse events reported.